Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was issued via remote patient monitoring for high, out-of-range pacing impedance measurements on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Out-of-range measurements could not be recreated with isometrics and noise was not present during manipulations. Left ventricular (lv) pacing impedance was also noted to be rising gradually. Boston scientific technical services (ts) discussed evaluation of lead and lead/tissue interface. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that an alert was issued via remote patient monitoring for high, out-of-range pacing impedance measurements on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). Out-of-range measurements could not be recreated with isometrics and noise was not present during manipulations. Left ventricular (lv) pacing impedance was also noted to be rising gradually. Boston scientific technical services (ts) discussed evaluation of lead and lead/tissue interface. Furthermore, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The associated right ventricular (rv) lead was later explanted. No additional adverse patient effects were reported.